Event description:
In 2002, the end-user family member called medtronic minimed and stated that the tubing is cracked and about to detach. The following month, maersk medical a/s received the complaint and 1 used tubing.